Event description:
The customer contact reported that while operating on battery power, the pump powered off without sounding an audible alarm tone. At 1330, the pump was delivering an unspecified concentration of esmolol at an unspecified rate. At 1415, the rn entered the patient's room and noted that the pump was powered off. The patient stated that there was no audible alarm prior to the pump powering off. The pump was removed from clinical service. It was unspecified if therapy was resumed using a replacement pump. There were no adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing and produced audible and visual alarms when the battery charge was almost depleted.